Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. Gore® excluder® aaa endoprosthesis instructions for use recommends: patient¿s anatomical suitability for endovascular repair. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to component migration and occlusion of device or native vessel.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm and the right common iliac artery aneurysm using gore® excluder® aaa endoprostheses. Reportedly, when an ipsilateral leg of the trunk ipsilateral leg endoprosthesis was implanted in the right limb, the physician pushed up the ipsilateral leg about 1cm. An iliac extender endoprosthesis was implanted distally of the ipsilateral leg. A contralateral leg endoprosthesis was implanted in the left limb. An angiography after all devices were implanted verified that the left renal artery was partial obstructed by the trunk ipsilateral leg endoprosthesis. The physician suggested that the entire trunk ipsilateral leg endoprosthesis moved proximally upon the ipsilateral leg was pushed up because the patient had a straight aortic neck. The stent was implanted in the left renal artery and the blood flow was secured. The patient tolerated the procedure.